Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was cracked. Subsequently, pump was unresponsive and no longer delivering insulin as intended. As a result, customer's blood glucose was "high" per continuous glucose monitor readings and was addressed with a manual correction injection. The customer reverted to an alternate method of insulin therapy.